Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-mar-06. The patient stated she was discharged. The patient stated she had hernias in her stomach and also noted being in excruciating pain. The patient was trying to get her dosage information. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen and dilaudid at unknown concentrations and doses via an implantable pump for non-malignant pain and chronic low back pain. It was reported that in 2015-2016 the pump was resetting and would reset due to magnetic resonance imaging (MRI) and she was in the hospital a lot and a manufacturer¿s representative was coming in to reset the pump. It was noted that the patient had dealt with representatives many times. It was also noted that the patient had many mris done not related to the pump or therapy and that the pump automatically shut off and then the representative would need to be there to check the pump status afterwards. It was noted that the patient had a preexisting condition of a brain injury and a hard time remembering where she had to be. It was also reported that the patient had three or more hernias in the abdomen for six months in 2016 and was informed in january 2017 that she needed hernia surgery. Additional information was received from a manufacturer¿s representative on (B)(6) 2017. It was reported that no-one had met with the patient as part of a post-MRI examination review and that the manufacturer¿s representative was not aware of this event. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.